Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained an elevated troponin (accutni) patient result, within the risk stratification range of the assay, for one patient. The result was generated by the access 2 immunoassay system. Repeat testing of the patient sample produced imprecise results, still within the risk stratification range of the assay. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in a lithium heparin plasma sample tube. The specimen was centrifuged for five (5) minutes at 3,000 rpm. Qc was failing outside of the customer's established limits on the date of the event. Per cf, system checks were not passing within instrument specifications on the date of the event. The customer reported that system checks were not passing due to high dark counts, and service was dispatched to resolve the issue. A field service engineer (fse) observed the high dark counts reported by the customer. The fse determined wash buffer leaks were occurring from the pipettor tip, and the fse replaced the wash buffer supply line. The fse then determined the leaked wash buffer from the pipette tip was interfering with the ground wire on the luminometer. The fse cleaned and reseated the ground wire to the base of the luminometer and the dark count issue was resolved. Although hardware repairs were completed at the time of service, a definitive root cause for this event has not been determined to date based on the available information.